Manufacturer narrative:
As reported in a research article, 42 patients underwent isolated aortic valve replacement (avr) for severe aortic stenosis(as) between (B)(6) 2007 and (B)(6) 2020; 3 patients had a trifecta valve implanted. Events of two cerebral infarction, three respiratory failure, one re-exploration for bleeding, and three wound infection were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: (B)(4). The article, "surgical outcomes of minimally invasive aortic valve replacement via right mini-thoracotomy for hemodialysis patients," was reviewed. This research article is a retrospective single center experience to assess the surgical outcomes of minimally invasive aortic valve replacement (avr) via right mini-thoracotomy (miavr) in hemodialysis patients compared with those of conventional avr (cavr) via full sternotomy. Carpentier edwards perimount, carpentier-edwards magna ease, inspiris, medtronic mosaic, sorin crown prt, trifecta, epic, perceval, ats ap360 and sjm regent valves were associated with the study. The article concluded that surgical outcomes of miavr in hemodialysis patients were acceptable, with a low incidence of morbidity, reasonable lengths of hospital stay, and no mortality among the patients studied. The primary author of the article is yujiro ito, department of cardiovascular surgery, (B)(6) hospital, (B)(4), (B)(6). The correspondence author of the article is yoshitsugu nakamura, department of cardiovascular surgery, (B)(6) hospital, (B)(4), (B)(6) with the corresponding email (B)(6).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.